Manufacturer narrative:
Insulin pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with normal operating currents and no unexpected battery power loss alarm or moisture damage on electronic assembly noted. All the buttons functioned properly and no moisture damage on keypad traces or stuck button error alarm noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl at the time of the incident. Customer stated insulin pump was not working and also had stuck button alarm. Customer stated insulin pump was exposed to fluid. Customer stated reservoir was leak at reservoir barrel. Customer was using auto mode. Customer stated they did not press a button down for 3 minutes or longer. Customer was unable to performed troubleshooting due to stuck button alarm. The insulin pump will be returned for analysis.